Event description:
(B)(4). "The pt had a masimo set lncs probe placed on toe. Upon assessment, staff reported skin breakdown. About nine days later, wound care nurse reported that on the underside of the left big toe, pt had skin breakdown with burn type lesion measuring 1.5 x .5cm. Staff report that the wound was blackened, necrotic and unstageable. Wound care nurse reports that skin is healing and eschar is dropping."

Manufacturer narrative:
Per the directions for use (dfu) accompanied with the sensor masimo clearly alerts the end user of the following: the site must be checked at least every eight hours to ensure adequate adhesion, circulation, skin integrity and correct optical alignment. Circulation distal to the sensor site should be checked routinely. Exercise caution with poorly perfused patients; skin erosion and/or pressure necrosis may occur. During low perfusion, the sensor site needs to be assessed frequently for signs of tissue ischemia, which can lead to pressure necrosis. Masimo was unable to obtain objective evidence that the device was used in accordance with dfu.